Event description:
While the sensormedics 3100b oscillatory ventilator was in use, the delta pressure would drift. The delta pressure was set to deliver 70 cmh2o (centimeters water) and would drift into the 50's. The limit valve cap and control line fitting was found to be loose. These two parts snap together. We have found that it is possible to inadvertently bump the control line and have the connector un-snap from the valve cap and cause poor pressure control in the breathing circuit. The pressure limit valve cap consists of 3 components, all of which snap together and interface with the control line via luer fitting. The valve luer fitting is susceptible to inadvertant dislodgement during normal use (e.g. Device is bumped during cleaning, administration of medication, etc.) And is visually undetectable. Dislodgement of the valve cap luer connector can cause pressure fluctuations which may or may not trigger the onboard pressure alarms depending on the threshold settings.